Event description:
The user reported that during treatment planning, the multi leaf collimator shape for a beam created using the copy and oppose beam function is mirrored on the x-axis, instead of the y-axis. No serious injury to the patient was reported, as this event was observed by the user during treatment planning, and the plan was not used.

Manufacturer narrative:
Based on the reported information, varian has been able to confirm the user's allegation: the mlc shape will be incorrectly mirrored for collimator angles from 315 to 359.9 degrees, although not all angles in this area lead to wrong mlc when creating an opposing field. This behavior is due to a rounding problem in the application. Rt chart/eclipse calculates exact values with rounded values. The anomaly is reproducible with aria 8.9.09 versions. With all coll rtn angles out of the affected range (315 - 359.9), the mlc is correctly mirrored when creating an opposing field. It is standard clinical practice to acquire portal images on the first day of treatment. These images are reviewed and approved by the physician prior to starting treatment for single fraction or multiple fraction courses. Any misplacement of the mlc should be identified prior to treatment and if not then during physician image review following the first treatment fraction. Thus, the patient would likely be treated for at most a single fraction with incorrect mlc. In order to mitigate recurrence of this issue for current users, a customer technical bulletin (ctb) will be provided to further describe the behavior and instruct on the available workaround. No additional follow-up to this MDR is expected.